Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that per the office, the hcp stated the pocket site looked normal. The heat was largely due to the patient's body temperature. The patient was sent home with an additional antibiotic. The patient has since then had no further complaints.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient indicated that, the day after charging the ins, the pocket site felt high heat and warm/hot. The rep reported that the site looked a little red, but it was unknown if warm, as the rep could not touch the patient's skin. The rep then reported that the nurse was in the room now and indicated that the site looked a little red and the temperature was the same as the rest of his body. The rep said the patient was not running a fever. The rep stated that impedances were fine and the ins stimulation was turned off when the patient came into the clinic. The rep reported that they turned the stimulation back on and no irritation was seen. The rep noted that the last charging session was the (B)(6) prior to thereport and the patient felt the high temperature by (B)(6). No further complications were reported/anticipated.